Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3: estimated date.

Event description:
It was reported that this was closure of an unspecified access site using a prostyle device after a thoracic endovascular aortic repair (tevar) interventional procedure. Reportedly, the footplate on the prostyle was not collapsing all the way for some reason. Forceps were then used to crack the back open so that the footplate operations switch move the foot plate then able to get the perclose out of the vessel. Six other unknown failures occurred. The method used to achieve hemostasis was not provided. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and lot number were not reported, and the device was not returned. Based on the information provided, a definitive cause for the reported issue could not be determined. Factors that contribute to the inability to retract the foot, include, but not limited to calcification, tissue, or suture caught in foot. The inability to close the foot likely contributed to the device entrapment. The treatment appears to be related to the circumstances of the procedure. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4: the UDI # is not known as the part and lot number were not provided.